Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a physician via a manufacturer representative regarding a 58 year old male patient who was being treated with lioresal 2000 mcg/cc (100 mcg/day) via an intrathecal pump. The baclofen lot number was not available. The patient had a questionable infection with signs/symptoms of redness, swelling, and the incision not healing well. No diagnostics were performed. Interventions performed were exploration and cleaning/washing out the pocket. The pump was explanted on (B)(6) 2015 and the issue was resolved at the time of this report. Patient status at the time of this report was alive with no injury. Additional information has been requested, but was not available as of the date of this report.